Event description:
It was reported that removal adapter on the medex logical hemodraw was no longer working. A sample could not be drawn, and the yellow line could not be vented. No patient injury or complications were reported in relation to this event.